Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 20 seconds after a manual capacitor reformation. Replacement of the device was questioned since the device did not belong to any advisory populations. It was noted that the physician was not comfortable with this CT. Technical services (ts) stated the decision to replace the device at this time was up to the physician. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was explanted with an allegation of premature middle of life 2 (mol2).

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.